Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50cyl), 21.0 diopter lens with a plan replacement with an unspecified advanced technology intraocular lens (atiol) model. The product has not been received to evaluate. Follow up attempts were made for more details of the event. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional that after intraocular lens (iol) implantation, the patient had hard time seeing when reading. According to patient, after the surgery, expected vision was not achieved. Therefore, an explant has been planned. Additional information was requested, but no further information is available.